Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm. The call service alarm was recorded in the black box data as a cs 087 call service alarm, indicating language file corruption caused by a failure of the u39 component on the printed circuit board. The complaint was duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 087 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).